Manufacturer narrative:
Age at the time of event: 18 years or older. Initial reporter city: (B)(6). Device evaluated by MFR.: symmetry device - sv/5.5-4/4t/40 was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. A microscopic examination identified a balloon pinhole located at the proximal end of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anastomosis area. A 5.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anastomosis area. A 5.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during inflation at 13 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.